Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the first device was stuck on tissue, was the staple line complete but the cut line not complete? Or was both the staple and cut line complete but the knife stopped on the return to its home position? Or did the device not staple or cut at all? What is the current patient status? Procedure was completed with no further comments and patient is recovering from the procedure. The device stopped functioning after only a few millimeters of advancing. The analysis found that one pse45a device was returned in good visual condition and with an ecr45g partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The knife reverse button force worked properly during testing. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override feature worked as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a cardiothoracic lobectomy procedure, the surgeon stated that during the procedure, the device malfunctioned. The device "went dead" as the knife was deployed. The surgeon removed the battery and flipped it, however, the knife blade was not able to be returned to the home position. The device was locked on lung tissue. The manual override would not work to remove the device either. The sales rep was called and even though he instructed the surgeon on the steps to remove the device, the surgeon was unable to remove it. The sales rep instructed the surgeon to pull another device to cut out the first device, however, did call in and spoke with a customer support advocate to confirm that there were no additional steps that could be taken to remove the device. Since all appropriate steps had been done and the device remained stuck on tissue, a second device was pulled and used to cut out the first device. Case completed with this second device. It is unknown if buttressing was being used with any of the firings. It is unknown what color cartridges were being used. There were no patient consequences reported.